Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
Right ventricular lead exhibiting low out of range pacing impedances. Additional information indicates this lead had been capped on (B)(6) 2017. No adverse effects to patient, just increased follow-up.

Manufacturer narrative:
The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The manufacturing inspection procedure, permanent pacing lead final inspection, for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. Following a general inspection the following is done: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The lead was in use for treatment for almost 16 years prior to being capped. As the lead was surgically abandoned (capped), it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the failure could not be determined. Low impedance is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.